Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon observed 3 dots in the center of the iol after implantation and they are no able to identify where the dots came from like indentations. The surgeon was not comfortable leaving the iol in the eye, so the iol replaced with another iol during initial procedure. The or was 68 degrees. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The sample was not returned for an evaluation. If the sample becomes available, the file will be reopened and updated. Information in the file indicated that the sy60wf 14.0 diopter lens was removed and replaced with another lens. The replacement lens model and diopter information was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, there was no patient harm.